Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber broke. The procedure was completed using the original method and/or device. There were no patient complications.

Manufacturer narrative:
H6 evaluation conclusion codes (1): corrected.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber broke. The procedure was completed using the original method and/or device. There were no patient complications.